Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be determined. Growth of microorganisms were reported by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three good faith efforts (gfe) were made to obtain the hygiene microbiological investigation (hmi) results and cleaning, disinfection and sterilization (cds) checklist from the customer. However, no response was received. The device was returned. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for one (1) colony forming units per milliliter (ml) of enterococcus faecium in the air/water channel. The results were not in conformance with requirements. The device was reprocessed and a new sampling was performed. The channels were cultured and no presence of microorganism was detected. Overall, the results are in conformance with the requirements. An evealuatio of the returned device revelaed the suction cylinder had discoloration. Distal end cover and light guide lens had a crack.adhesive on bending section cover had a crack.due to wear of angle wire, bending angle in up direction does not meet the standard value.due to deformation of bending tube, bending angle in down direction exceeds the standard value. Universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The type of infection is unknown. It was also reported that the cleaning brush could not be inserted. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.